Event description:
"Dr. Essien used an 11 x 100, bladed shielded trocar for first stick at umbilicus. He first established pneumoperitoneum with the use of a veress needle. As dr. (B)(6) inserted trocar, he experienced a good amount of tenting, as trocar entered the abdomen it proceeded through mesentery and made contact with aorta causing a small cut and bleeding. Dr. (B)(6) feels that the shield did not cover the blade of trocar as designed to do and malfunctioned. He then had to open the pt and repair aorta. Dr. (B)(6) has to open the pt up and repair the injury to the aorta. The pt required prolonged stay in the hospital."

Manufacturer narrative:
Sales rep has been contacted to determine if product is available for eval. A follow up report will be issued.